Event description:
It was reported that roller clamp was ineffective, but product continued to drain and administer. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
The customer¿s report that roller clamp continued to drain and administer was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted light yellow liquid was observed within the tubing throughout the sets. The sets were covered in residual fluid on the surfaces of each of the sets¿ tubing. Set 3's filter membranes were compromised with dried liquid obstructing the air vents. No other anomalies were observed. Functional testing resulted in sets repriming successfully via gravity and showed no signs of air entering the lines. Set 3 reprimed slowly due to the compromised filter and the viscosity of the yellow fluid exiting the set. During repriming of each set, the roller clamps were engaged at different intervals and there were no signs of uncontrolled flow when clamping. The sets were then loaded into a lab pump module. An infusion rate was not provided, therefore the primary infusions were programmed at a rate of 125ml/h and vtbi of 125ml. During the infusions at various time intervals, the roller clamps were engaged and there were no signs of fluid flowing out the sets' male luers. The primary infusions completed with no alarms or any issues. Examination under magnification observed no concentricity issues. Each tubing were measured to be within specification(s). The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested, but not provided.

Event description:
It was reported that roller clamp was ineffective, but product continued to drain and administer. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.